Event description:
The hand piece activates on its own. No patient injury was reprted

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted a frayed cord, scratched housing and corroded connector. The right pedal was found collapsed in the activated position which caused a footswitch error and alarm when plugged into the control unit. During the complaint event the collapsed pedal could have caused the handpiece to activate without user input. The complaint was confirmed. The complaint investigation has concluded that the device has exceeded its recommended service life limit and has succumbed to expected wear and tear.